Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. Customer had the pump in his pocket with other items when the alarm was triggered. Customer had elevated blood glucose levels (300 mg/dl). Customer resumed insulin and delivered a correction bolus to stabilize blood glucose levels.